Event description:
It was reported that pump generated empty cartridge alarm and insulin gauge displayed amount different than expected, with caller believing cartridge was not empty and currently experiencing fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Customer received explanation that alarm occurred when pump detected empty cartridge, acknowledged information but did not agree that cartridge was empty, and declined further troubleshooting while technical support planned to continue addressing fill estimate concern.